Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to an lcd cable the was disconnected from the backlight module connector. The cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.